Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result of 0.23 ng/ml on a pt who was admitted. Since the pt did not clinically correlate, the emergency room specialist believed the lab report. On (B)(6) 2011 the ER specialist reviewed the clinical profile reports and because the pt was still in ICU, the ER specialist ordered a new draw for ctni on the pt. Results: see scanned table. The suspected discrepant results were released to the physician or caregiver. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).